Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is possible that the facility staff used the aceside checker incorrectly, judging the concentration to be valid even when the reaction zone of the aceside checker turned black over a long period of time. However, a conclusive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual reprocessing manual¿ chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor / washer-disinfector¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Procedure completed using same set of equipment.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope was reprocessed using a reprocessor that had an e99 (compromised cleaning) error and it was discovered that there was a mistake in the acecide check method. Even if the checker paper shows white (no concentration) 7 seconds after liquid removal, if it turned black over time, it was incorrectly determined that there is no problem with the concentration which was corrected on the spot. There were no reports of patient harm or infections.